Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was moderately calcified and the location is unknown. On the first inflation the 3.25x15mm maverick2 monorail balloon was inflated for approximately five seconds at ten atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The patient's status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.